Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/29/2017 with the following findings: during investigation, the complaint was duplicated during investigation. The pump randomly rebooted or invoked a hard replace battery alarm. A high current was measured. There was a vibratory alarm motor failure. The pump was tested and the motor stalled. The pump was opened to inspect and there was moisture observed at c7 in the motor drive circuit and throughout the interior.